Event description:
This 69 year old male underwent elective colonoscopy to evaluate for malignancy because of a family history of colon cancer. Two polyps were removed using snarew cautery and (4) smaller polyps were removed using the diathermy forceps and standard electro cautery technique. Nine days later he returned with hematochezia. He was hospitalized and observed, but no further bleeding or problems developeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 3.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, user education provided, inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.